Event description:
Customer reported images were dark, system made a loud popping noise, and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended.